Event description:
It was reported that the medfusion pump indicated that a caffeine infusion was completed when there was still 0.25 ? 0.3 ml left in the bd 1 ml syringe. This product problem did not cause or contribute to any adverse patient health effects. No medical intervention was required.